Event description:
Healthcare professional reported "suspected/actual rupture/deflation" via nbir. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: "suspected/actual rupture/deflation". No contact information was provided for the initial reporter; therefore, additional event, product, and/or patient details are not attainable.